Event description:
Portions of the display are missing segments. While on the phone review of the system was conducted and it appears that the "hundreds unit" is partially missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.